Manufacturer narrative:
All available information was investigated, and the reported leak / splash (dc handle) was confirmed via device analysis. Additionally, the dc handle seal was observed to be unseated from its track. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported/ observed leak / splash (dc handle) was due to the dc handle seal being unseated. The observed product quality problem (irregular appearance) associated with the unseated dc handle seal was determined to be due to a potential product quality issue. Therefore, exception (issue) and exception (action) were initiated. The investigation evaluated the reported issue, and the engineering group determined that the cause is undetermined. Additional actions will be taken if warranted; and will be documented in exception (action) per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash (dc handle) was confirmed via device analysis. Additionally, the dc handle seal was observed to be unseated from its track. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported/ observed leak / splash (dc handle) was due to the dc handle seal being unseated. The observed product quality problem (irregular appearance) associated with the unseated dc handle seal was determined to be due to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the delivery system handle. It was reported that during preparation of the xtw clip delivery system (cds) while de-airing via the top flush port, a leak was observed on the side of the cds handle. A replacement cds was then used to complete the procedure successfully. The device never entered the patient. There was no reported adverse patient effects or clinically significant delay. No additional information was provided.